Event description:
The user's hearing performance with the device is affected. The user went to the clinic on 15-aug-2024 and complaint about having no sound perception with the device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance with the device is affected. The user went to the clinic on (B)(6) 2024 and complaint about having no sound perception with the device. Re-implantation is being considered, but no date has been communicated.